Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 180 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that the up and down arrow buttons got stuck and would not allow her to bolus. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded up and down button on keypad traces. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and scratched reservoir tube window.